Event description:
Same case as MDR ID# 2134265-2012-06607. It was reported that during a stenting treatment procedure, stent damage occurred. The 4.0 x 28mm promus element stent was deployed. The icross ivus was being retracted "with difficulty" and stent deformation was noted. Another stent was deployed to cover the deformation. The cause of the deformation was believed to be either the non bsc guide catheter, or the ivus catheter. No further patient complications were reported and the patient's status is fine.

Manufacturer narrative:
Device is combination product. Device evaluated by MFR: it is indicated that the device will not be returned for evaluation; therefore, a failure analysis of the complaint device could not be completed. A review of the batch history, historical trending, and similar complaint trending review for the product family will be conducted. If there is any further relevant information from that review, a supplemental medwatch will be filed. (B)(4).